Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping or scrolling on their own noted. No moisture damage found inside the pump. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 145 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.